Event description:
It was reported the customer almost killed by medtronic insulin pump. Customer's mother stated the customer was a type 1 diabetic using the device. Customer had been a user for two. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.